Manufacturer narrative:
Device history record review was performed for lot 122601 and there were no non-conformance's related to this complaint type. The lot met all release requirements. At the time of the investigation, CAPA (B)(4) was initiated for the tyfix break to ensure appropriate corrective actions are taken. No trend was detected for this event type. The product was returned for evaluation. Therefore, an evaluation of the actual device could not be performed. Simulation studies were performed using similar parts (part # 413-s20113-s (lot#:124402 and 124403) and 413-c20013-s (lot#:124401). The simulations were able to recreate the failure only when the implant was supported at the wrong location, which suggested that user error might have been a contributing factor to this event. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. Complaint #: (B)(4).

Event description:
Customer reported on (B)(6) 2018 during a surgical procedure, as the surgeon was driving the implant in the proximal phalanx, the implant broke off. A portion of the implant was left in the patient. No patient harm was reported.